Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The authorized getinge distributor evaluated the iabp unit. The distributor replaced the battery; however, the battery was not being detected. The distributor concluded that there was a problem with the power supply and it needed to be replaced. Another power supply was tested in the unit and the unit worked as it should. The iabp unit is pending final repair and release to clinical service, as the distributor is awaiting repair approval from the customer. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that during a service/test performed by an authorized getinge distributor, the cs100 intra-aortic balloon pump (iabp) had an issue with the power supply. The iabp unit was working in ac but was not working on battery operation. There was no patient involvement; thus, no adverse event was reported.

Event description:
It was reported that during a service/test performed by an authorized getinge distributor, the cs100 intra-aortic balloon pump (iabp) had an issue with the power supply. The iabp unit was working in ac but was not working on battery operation. There was no patient involvement; thus, no adverse event was reported.

Manufacturer narrative:
The authorized getinge distributor reported that a repair quote was provided t the customer for repair of cs100 unit to customer. The customer has rejected the quote and they removed the cs100 unit from their inventory as it is already obsolete. No further investigation is required.